Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime test and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was performed. The device was returned for analysis.